Manufacturer narrative:
(B)(4). Method: the subject mr370 reusable humidification chamber was not received for analysis. Our investigation is therefore based on the video and information provided by the healthcare facility and our knowledge of the product. Results: review of the video file provided by the healthcare facility confirmed a leak from the dome of the chamber. It is possible that the chamber dome may be cracked, however it is not possible to confirm this from the video alone. Conclusion: without the device being returned to f&p healthcare nz for further investigation it is not possible to determine the cause of the water leak. The user instructions that accompany the mr370 reusable humidification chamber state the following: "the following solutions should be avoided as they may cause the chamber to crack: ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%)" "to prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning." "Ensure the mr370 o-ring is not twisted when inserted into the chamber base groove and that the chamber dome is pushed fully onto the chamber base as per the chamber assembly instructions. " "visually inspect products before each use on a patient. Discard if faulty or if there is any sign of deterioration such as cracks, tears or damage. These may cause gas leaks and loss of ventilation or respiratory support." "Do not use breathing circuits, chambers, accessories or combinations which are not approved by fisher & paykel healthcare."

Event description:
A healthcare facility in china reported that a mr370 reusable humidification chamber was found leaking water during patient use. There was no patient consequence.

Event description:
A healthcare facility in china reported that a mr370 reusable humidification chamber was found leaking water during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.